Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps related to the sensor board and the active exhalation control module during testing.

Manufacturer narrative:
The customer rejected the repair estimate and the device was scrapped per the customer's request.